Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: mcs-p3-3143 aortic valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead has high thresholds. The physician plans on replacing the lead with an epicardial lead due to no access into the coronary sinus. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.